Event description:
It was reported that during an lv-lead implantation procedure a dissection occurred. A 185cm pt²¿ guide wire was advanced to the great cardiac vein, which had an acute bend and a possible valve present, along with an acuity pro 9f guide catheter, acuity pro 7f inner catheter and an acuity x4 spiral lead. It was noted that there was some anatomical challenge to get the wire to the lesion and a dissection occurred during guide wire manipulation. The dissection was not treated as a transthoracic echo confirmed that there was no pericardial effusion. Due to the challenging anatomy, the lv quadripolar lead could not be implanted and a different lead was implanted, with the lv port plugged with a non bsc port plug. The device is now programmed in rv-only pacing mode, awaiting a possible second try. The physician attempted access through another branch; however, the attempt was unsuccessful, the decision to make a second try at a later stage is being considered. No additional patient complications were reported. The patient¿s current condition is good and they were discharged the next day.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).